Manufacturer narrative:
Implanted device remains.

Event description:
Per the clinic, the patient was hospitalized on (B)(6) 2015, due to dizziness. The patient was treated with infusion therapy. The symptoms resolved, and the patient resumed use of the device. No additional episodes were reported.

Manufacturer narrative:
Per the clinic, the patient's device was explanted on (B)(6) 2016 and the patient was re-implanted with a new device during the same surgery.